Event description:
User reported false positive result on the (B)(6) 2021. Negative rapid antigen test on the (B)(6) 2021. Unvaccinated. Report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01543, test 1 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result on the 27 september 2021. Negative rapid antigen test on the 28th september 2021. Unvaccinated. Report 2 of 2.